Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented in an arrhythmic storm and received several shocks. The 36j shocks were not able to terminate the arrhythmia. The physician tested the ICD by inducing vf and shocks were inadequate. Programming changes were made and the device successfully rescued the patient at 23.9j. Device remains implanted. Patient condition after the event was good.